Manufacturer narrative:
H6 - 4581: significant reduction of ica. H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. Due to excessive vault and significant reduction of iridocorneal angles, the lens was exchanged for a same model, power but shorter length lens. The problem was resolved. Cause of the event is unknown.